Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: twenty days after the initial onset of the peritonitis, the patient was discharged from the hospital and the patient was recovered from the event.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced abdominal pain, fever, and cloudy effluent as a result of the peritonitis. Treatment information was not reported. The patient was recovering from the peritonitis. Additional information was requested but is not available.